Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests. No unexpected error alarms, rewind anomaly or prime anomaly was noted. No cosmetic damage was noted.

Event description:
Customer states he received an alarm and was not able to change reservoir. Customer's blood glucose was 157 mg/dl. After troubleshooting customer was not able to get out of the priming process. As a result, customer was advised insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.